Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent high out of range shock impedance measurements greater than 125 ohms. The device recorded a shock lead open message following successful conversion of ventricular fibrillation (vf). The patient was then admitted to the hospital for medical treatment and further investigation of their arrhythmia. The patient decided to withdraw medical treatment and does not want further investigation or intervention with the device system. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.